Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarm occurred. Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 130-135 mg/dl.